Event description:
It was reported that the device battery drained rapidly and elective replacement was indicated. The device was explanted and replaced. During the implant attempt, the lead would not cross to the right side. The lead was removed and a smaller lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis revealed that the device did not meet expected longevity, the cause is unknown.